Event description:
The customer reported that when the studies are finished the first ten images were saved and it did not save anymore following those ten. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The board printer was replaced during the service call. The system was tested and found to be working as intended and put back into service.